Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone, during the call she noticed the quick release was disconnected. Customer's blood glucose had been experiencing high blood glucose of 532 mg/dl. The infusion set was leaking at the quick release. Customer was in the middle of site change when she stated she was getting a call from her diabetic nurse. Customer was unable to complete troubleshooting. Customer was advised to monitor leak. Customer is not returning the insulin pump for further analysis.